Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has also conducted an evaluation of a cartridge from the manufacturing lot most recently shipped to this pt (lot # b201087, expiration date 05/31/08, manufacture date 11/30/06). The cartridge was operating within required specifications. No conclusions can be made at this time.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that prior to the hospitalization, she observed a crack in the connection between the cartridge and the infusion set tubing and replaced the set. The pt also reported that the audio bolus button on the pump was not functioning properly, but confirmed that the standard keypad could be used to deliver insulin boluses.